Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the clamp was closed on the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) requesting assistance with ending therapy on the homechoice (hc) unit during initial drain. The hp stated he realized that he forgot to open the clamp on the patient line and there were gaps of air in the line. The technical service representative (tsr) assisted the hp with ending therapy so that he could start over with new supplies. No injury or medical intervention was reported. On (B)(6) 2011 product surveillance spoke with the nurse who stated that he spoke with the hp's wife yesterday and she wasn't even aware of the issue. The nurse stated that the hp was doing fine and this event was a matter of an improper setup. The nurse reviewed proper setup for therapy with the wife to relay to the patient and they will discuss it when he is in the clinic the next time. No adverse event resulted from this event. No additional information is available.